Manufacturer narrative:
Pump trace download analysis confirmed the unit alarmed power error detected. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the unit was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer stated that power error detected recurred within a week of previous troubleshooting. The insulin pump will be returned for analysis.